Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data by boston scientific technical services determined the suspected longevity drop was due to 98 percent pacing at 4.0 volts at 0.8 milliseconds. Despite this, the field performed surgical intervention and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.